Event description:
The explanted lead was returned but product analysis is still underway.

Event description:
Product analysis was completed on the returned lead. Note that since the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The low impedance allegation was not confirmed in the pa lab. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities or short circuit conditions were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.

Event description:
It was reported that the impedance showed low. It was noted that many tests were repeated after first interrogation, all showing impedance between low and the lower threshold of normal impedance. There is no reported increase in seizure count. The lead was replaced and the lead has not been received into analysis to date. An ap/lateral chest and ap neck x-ray were received and reviewed. The x-rays were provided because the patient had low impedance. The placement of the generator is normal in the left chest and the feedthru wires appeared to be intact. The lead pin appeared to be completely inserted. The lead was visible in the chest however was heavily coiled and overlapping in the chest area. The leads did not appear to be connected to the electrode. The strain relief bend was secured by 3 tie downs and strain relief loop was not visible. The continuity of the lead at the lead pins appeared intact. There were no discontinuities identified however there appears to be many sharp angles in the section of the lead near the generator as mentioned before due to the coiled nature of the lead. Based on the x-ray image provided, the cause of the low impedance is likely related to the sharp angles and coiled lead. It is known that overlapping of the lead can lead to lead abrasion and short circuit conditions, which cause low impedance to appear. Note that the presence of further lead damage in the portion of the lead that is not visible in the provided images and/or a microfracture cannot be ruled out. No additional relevant information has been received to date.